Manufacturer narrative:
Further information regarding event, product, or patient details will be requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of endophthalmitis is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts event in unknown eye described as a patient experiencing pain and decreased vision. Patient was seen with intraocular pressure (iop) of 32 mmhg and diagnosed with endophthalmitis.